Event description:
It was reported that customer experienced a high blood glucose (bg) of 644 mg/dl with the presence of ketones identified as life threatening by healthcare provider. The cause of the high blood glucose was unknown. Customer went to emergency room and was subsequently hospitalized. Customer received intravenous saline and insulin. The customer was released from hospital on (B)(6) 2026 with the issue resolved. The customer declined to further troubleshoot and no additional information was provided.